Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. During pre-repair assessment performed by a technician, it was revealed the attachment tip broke off. Based on the fracture, it is assumed that the cause was mechanical overload. The complaint was indeterminate. Placeholder.

Event description:
It was reported that during an anterior cervical discectomy and fusion c3-c4 procedure, as the surgeon was doing his final tightening on the last screw, torque limiting attachment tip broke off. Afterwards while disassembling and cleaning the attachment, the pieces fell apart. There were no fragments to retrieve from the patient. The procedure was completed with no adverse event to the patient. This is report 1 of 1 for complaint #(B)(4).